Event description:
Field engineer found, a plastic fragment from needle base apparently restricting rinse removal and creating a dilution effect. Fe corrected problem then, but 48 pts were run prior to fix. Results were reported and 4 pts were allegedly transfused based on advia 120 hematology analyzer results.